Event description:
A malfunction was reported involving a pump with malfunction code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to replace the pump with a new one, which was confirmed to be under warranty. The customer was guided on putting the pump into storage mode and was provided a pre-paid label for returning the malfunctioning pump. The customer planned to utilize multiple daily injections (mdi) as a backup form of insulin therapy while awaiting the replacement pump.